Event description:
It was reported that pump experienced occlusion alarms that interrupted insulin delivery and required manual restart. There was no reported impact to the customer¿s blood glucose level. Patient declined call with tandem technical support, therefore no additional information was obtained.